Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer explained that drawers 4.1 and 4.2 needed replacement in which 4.1 rails were damaged and affected open/close sensor causing the drawer to not be recognizes when closed. The engineer removed all pockets using the hardware test application (hta), powered down the station, and replaced one drawer. After powering the station back on, the engineer logged into the user application and configured the storage space. Once configuration was completed, the drawer was tested in the hardware test application (hta) and passed all tests without malfunctions or delays. The customer successfully logged into the user application and tested all pockets, confirming that rails functionality performed without jams or obstructions and met customer satisfaction. Visual preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer displayed the message like please open the drawer to access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.